Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the insulin gauge estimate was inaccurate after loading a new cartridge, and that the insulin gauge remained static despite routine insulin usage. The customer's blood glucose level was reportedly in the 100 mg/dl range. Reportedly, the customer continued to use the existing cartridge and the insulin gauge began to decrease as intended.